Event description:
It was reported that the patient experienced discomfort and dyspnea. A computerized tomography (CT) scan was performed and revealed a cardiac perforation of the right ventricular (rv) lead. The rv lead was repositioned to resolve the event. The patient was stable following the procedure and will continue to be monitored.